Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the patient had a loss of therapeutic effect and a return of fecal urgency symptoms. It was stated that the patient couldn't control their bowel movements before they defecated. They were still sleeping at the time of the report so additional troubleshooting was not possible. It was confirmed that no programming changes were made, other than checking the implanted neurostimulator (ins) to make sure the stimulation was still on. There was no trauma or falls reported. The patient was going to follow-up with a healthcare professional (hcp) about the loss of therapeutic effect and return of fecal incontinence symptoms. This issue started on (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) on 2017-06-29 reporting that they raised the intensity level of the therapy. The cause of the sudden loss of effect was unknown. Patient weight at the time of the event was reported to be (B)(6) lbs. No further complications were reported.